Event description:
It was reported that the tip of the unit broke at the jaw while trying to insert inside the handle.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.